Event description:
Patient reported infusion device stopped working without warning due to power packs becoming depleated. He indicated that he was aware that he was to change the power packs every two weeks, however he indicated that he wanted to see if they would last longer. The power packs were in use for one month prior to the incident. Patient stated he replaced the power packs and the infusion device worked properly. He did not report any physiological effects associated with this issue. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
H6: product not returned for evaluation.